Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Software version: 2.0.1700. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving ketamine, dilaudid (hydromorphone), and morphine (unknown), at unknown dosages and concentrations, via an implantable infusion pump for non-malignant pain. The patient reported that the device was not helping their therapy. The patient stated that the device was not working well and they feel that it is not releasing the medicine. The patient stated that they met with their healthcare provider (hcp) and 'push the medicine back and it was okay but patient was not sure'. The patient also stated that the hcp put the "wrong lead" and they need to take it out. The patient said that they feel like they've been tortured since april. The patient was redirected to their hcp for further assistance. The patient called back (B)(6) 2025 and repeated information. The patient stated they spoke to their doctor. The patient reported that they feel the pump was not working. The patient added that they increased the medication and made an adjustment. The patient reported that they have a stomach issue, are nauseas and in pain. The patient stated that if the pump is not working, they want it removed. The patient mentioned their manufacturer's representative left them a message saying to request to have their patient therapy monitor (ptm) replaced. The patient stated that the ptm will not work, and that the ptm was stuck at 90% and won't release a bolus. The patient has 7 bolus per day. The patient was assisted with clearing data on the call and connected to their pump quickly, and saw the lockout screen. The patient stated they saw service code 353. The patient was again redirected to their hcp to address concerns about symptoms. The call disconnected by the patient, and it was observed that the patient was upset and frustrated.